Event description:
The customer reported that both monitors keep flickering to the point that the workstation starts rebooting itself. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site eval. The problem was verified. The rep repaired the loose connection which corrected the problem. Unit power and boot up error free. System now operates as intended.